Event description:
The account alleged that a pt was in the bed, leaning on a siderail, and the siderail gave way, causing the pt to fall onto the floor. The account alleged the pt's tooth was chipped.